Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Two osseotite® implants (oss311 x2), one unknown legacy biomet screw and one abutment were returned for investigation. There were no allegations against the abutment. Therefore, the investigation was conducted only on the implants and screw. Visual evaluation of the as returned products identified two fractured implants (around collars) and screw fragment in one of the implants drive feature. Additionally, an abutment was engaged/stuck in one of the implants and there was bone residue around the external threads due to usage. Functional testing was not performed since the devices were fractured. Per the applicable IFU, breakage may occur when device is loaded beyond its functional capability. Device history record (DHR) review for the lots (2011070059 & 2012011441) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimmer biomet. Lots were inspected and passed all acceptance criteria by qa. Complaint history review was performed for the lots (2011070059 & 2012011441) for similar events and one other complaint was identified. Therefore, based on the available information, device malfunction did occur and the reported events were confirmed. Additionally, an abutment was identified as being stuck in one of the implants drive feature.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). D4: unique identifier (UDI) number unknown.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported implant removed due to fracture.